Event description:
Needle pull off. Customer reports that the needle pulled off during an abdominal aortic aneurysm repair. There are no reported adverse consequence to the patient to this incident. Note: outcome to patient does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially reported assuming incident coudld recur.